Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump would not charge normally despite the attempt of multiple cables and power sources. When plugged into a power source, the pump did not recognize the power source and would not charge. The customer's blood glucose (bg) was not impacted due to pump. However, the customer reported a bg level of (200 mg/dl). The customer stated bg level was due to overcorrecting a low bg earlier. The customer stated to have over calculated the carbohydrates consumed for breakfast and experienced a bg level of (59 mg/dl). The customer consumed snacks to stabilize bg level. It was indicated that the customer would continue to use the pump until the replacement arrives.

Manufacturer narrative:
The failure investigation has been completed and the effect to patient cannot be confirmed through a log review or duplication testing. Functional test was performed and the device passed all specifications in functional test; no failure identified.